Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: (B)(6). Clinical notification received for revision of left knee to address periprosthetic bone fracture and failed total knee replacement. Date of implantation: (B)(6) 2012, date of revision: (B)(6) 2014, (left knee). Treatment: femur, tibial tray, and tibial insert were revised; patella retained.